Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1. Initial reporter phone number: (B)(6). Investigation summary: the affected device was returned for evaluation. Performed functional check. Visually inspected the pump. Labels were undamaged. Tamper seal was missing. The dso seal had a bubble. Customer problem confirmed. However, the root cause was not determined. The sensors were recalibrated, and the dso sensor was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette would not lock/could not be detected. Device was not operational and was taken to medical technology. There was no patient involvement and no harm/adverse event reported.